Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported, it was a case of a 23 mm sapien 3 ultra valve, on aortic position by transfemoral approach. Pre-dilation was performed with a 20 mm non-ew balloon. The degree of calcification of the native annulus was high. During the deployment, valve embolized to ascending aorta due to pacing disturbance. The embolized 23 mm valve was dragged to descending aorta. It was decided to implant a 26 mm sapien 3 to make sure that valve that is big enough. The valve was successfully implanted and the patient was in stable condition.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: added new information to h.6 type of investigation, investigation findings and investigation conclusions. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: first valve was embolized and deployed in the descending aorta. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on provided imagery. A review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. It was reported that, ''during a tf tavr with a 26mm sapien ultra valve in the aortic position, during balloon inflation, the pacer missed a beat and the fully deployed valve migrated above the annulus''. In this case, ''during the deployment, valve embolized to ascending aorta because of pacing disturbance ''could cause the loss of capture during rapid pacing, which could lead to sudden delivery system movement resulting valve embolized into the aorta as reported. Per training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment''. In additional, bigger size of valve (26mm instead of 20mm) was selected for second deployment, which indicated that under sized valve could be selected initially. Undersized valve could lead to dislodge of deployed valve into aorta due to deployed valve was unable to anchor to the target site (annulus). As such, available information suggests that procedural factors (loss of pacing capture, undersized valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.